Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that after the device replacement due to eri, an exit block was noted. High capture threshold and low out of range pacing lead impedance were observed. The lead was explanted and replaced with a sense/pace epicardial lead. The tachy function of the device was turned off. Patient condition was fine after the procedure.